Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient woke up, was not feel well, and began vomiting. It was also noted the patient had large ketones. The patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient¿s parent called her doctor and was advised to go to the ER. At the ER, the patient was diagnosed with dka and was treated with insulin and IV ¿saline with sugar in it¿. At an unspecified time while hospitalized, the patient¿s cgm was reading 56 mg/dl while the bg meter was 119 mg/dl. The patient was discharged home the following day on 04/29/2024. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.